Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) the reported complaint of misfire/jamming-staples not firing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared misaligned. Upon functional inspection, no staples fired. The sample was disassembled. Die casting were observed anomalies on the forming tool. No other defects or anomalies were observed. Although a lot number was not reported, two potential lot numbers were found through sales history. The potential lot number are 73h2300739 and 73e2300180. DHR investigation did not show issues related to complaint. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " the hcp failed to fire the skin stapler(not firing) during use on patient for suturing". The patient's current condition is unknown.